Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The customer reported that he had a patient with an allergic skin reaction. The customer has requested information on release of chromium ions and cobolt ions on lfit heads. Patient was originally implanted with an accolade I stem, lfit head and a trident cup.